Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Reportedly, the customer is using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 392 mg/dl.